Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent ventricular undersensing was observed on the implantable cardiac monitor. Further information was requested but was not available.

Event description:
New information received notes no changes were made and the patient was stable.